Manufacturer narrative:
The device was not returned and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and vomiting. The cause of peritonitis was reported as due to a diet issue. The same day as the event onset, the patient was hospitalized due to cloudy fluid and vomiting. The patient was treated with unspecified antibiotics for the event. It was reported the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.